Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead had non ideal parameters and could not be placed. High impedance was observed. The lead was difficult to be screwed in to the myocardium and upon external evaluation fibrous tissue at the tip end of the lead was noted. After removing the tissue, the lead was tried again, but still could not be fixed. After the removal, it was found that the tip end was a little deformed. The lead was attempted, not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.